Event description:
"Causing oil to leak into the surgical field. The seal on this drill is not staying in place", is the reported reason for repair. On follow up with the hospital (5/24/01), the doctor reported that he was doing a spinal surgery. He stated that he was well into the procedure when the motor blew out the safety seal and oil leaked into the patient. He irrigated the wound with antibiotics. He said it would be a few days before he would know if an infection would result from the malfunction.